Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded intraocular lens (iol), a tear/imprint was discovered on the lens (peripheral). Resistance was encountered when advancing the plunger. The iol is currently in the patient's eye. An explant is not planned at this time. Through follow up, we learned that the patient had the third post-operative check-up on may 5. According to the attending physician, everything is fine and no abnormalities were found. No further details were provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Section d9: returned to manufacturer on: 21-may-2025. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. The handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. The cartridge tip was deformed; the deformity extended to the cartridge tube. Stress marks were observed on the cartridge tip but were within specification for a used device. The lens module was inspected revealing no issues. Device assembly was inspected revealing no issues. The plunger rod and plunger rod advancement was inspected revealing no issues. The complaint issues "lens damaged" and "difficult to use" were not identified during product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. The reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.